Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3852 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional "5fr dual PICC that had to be replaced. After flushing the ports one of them instead of being clear from flush will have blood or air in it. We made sure it was not the caps we put on the end."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3852 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by healthcare professional "5fr dual PICC that had to be replaced. After flushing the ports one of them instead of being clear from flush will have blood or air in it. We made sure it was not the caps we put on the end."